Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet left fossa catalog #: unk lot #: unk. Report source: foreign - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2023-00017.

Event description:
It was reported that a revision is planned on an unknown date due to an unknown reason. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This report was submitted in error. The event was previously reported in 0001032347-2022-00074.

Event description:
No further event information available at the time of this report.